Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08468. It was reported implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but the physician realized it was oversized. So it was attempted to be retrieved by drawing it back into the access system, but resistance was met and it was difficult to recapture. The closure device was eventually recaptured and the delivery system and access system were removed from the patient. The procedure was completed with another access system and delivery system. There were no patient complications.